Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem due to a fluid loss, and upon explant it was found that the connection had come apart. The ipp was explanted, washed out with antibiotic irrigation, remeasured and a new prosthesis was implanted. There were no patient complications reported.